Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the act and esc buttons are unresponsive. Customer's blood glucose level at the time 82 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. No button error alarm during testing. However, the insulin pump had and intermittent esc button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.